Manufacturer narrative:
It was reported that the ventilator generated three technical error codes while it was connected to a patient and ventilation subsequently stopped. The technical errors indicated disabled valves, an expiratory channel failure and an internal communication failure. There was no patient harm. The reported issue could not be reproduced during investigation on site by our field service engineer. The customer stated that the software version was updated after the errors occurred. No deviations were found during ventilation over the night. The ventilator passed all functional and safety tests per factory specifications, was returned to customer and cleared for clinical use. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this have been developed and are implemented in a higher software version. A field action to upgrade the software began in june 2022. The root cause to the reported issue could not be established by this investigation as the issue was not reproduced.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator generated 3 technical error codes while it was connected to a patient and ventilation subsequently stopped. The technical errors indicated disabled valves, an expiratory channel failure and an internal communication failure. There was no patient harm. Manufacturer's ref. #: (B)(4).